Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a thumping feeling on the right side of their body. The ipg clock was also noted to be off by one hour. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.